Event description:
The consumer stated "I am writing to let you know I had a chemical reaction after I used the dental brushes. My lips began to swell and the next morning I had a break (rash) out on my legs. The doctor and I decided it must be the brushes because it was the only item I had used before. I am on steroids now to relieve the rash and swelling. This formation is something you should know and research. It was not 15 min after I cleaned my teeth, with the plackers, that my bottom lip started to swell, then my top lip. The next morning I had itchy red spots on my body. I had to go to my doctor to get medication. This was not fun."

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. This is being reported as a possible allergic reaction.